Manufacturer narrative:
The device was not kept for investigation.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical Narrative:An Impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 67-year-old male patient presenting in post-cardiotomy cardiogenic shock (PCCS) and low cardiac output syndrome (LCOS), prior to initiation of support. The Impella was intended to provide ventricular support during a cardiothoracic (CT) surgery: aortic valve repair/replacement. The patient's comorbidities are unknown.During the procedure, the device could not be advanced due to the patient's vascular anatomy. Since the device could not be positioned for support it was subsequently removed from the patient.The patient did not receive Impella 5.5 support, and no adverse clinical consequences related to the attempted insertion were reported.